Event description:
Pt had congestive heart failure and a defibrillator was implanted in 2005. Pt was an admission at this time; a few days after implantation pt had an inappropriate shock delivered by the device. The device was removed because it was found to have been incorrectly placed. After the reinsertion the pt was readmitted for both infection and improper positioning. He was on medication and intravenous infusions. He underwent replacement surgery three times.